Manufacturer narrative:
Concomitant products: product ID 748251, serial # (B)(4), implanted: (B)(6) 2004, product type extension; product ID 748251, serial # (B)(4), implanted: (B)(6) 2004, product type extension; product ID 3387-40, lot # j0206346v, implanted: (B)(6) 2004, product type lead; product ID 3387-40, lot # j0206346v, implanted: (B)(6) 2004, product type lead; product ID 64002, lot # n322776, implanted: (B)(6) 2012, product type adapter. (B)(4).

Event description:
It was reported that ¿people were trying to get event with the patient and causing them discomfort through 600 kilohertz frequencies. The patient stated they did not know how they were doing this to them, just that they were. The patient further stated it was causing them nerve discomfort and their ears have been ringing since the day prior to this report. For the past three years the patient had trouble walking and living. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.